Event description:
Customer reported that yesterday her blood glucose went up to 400 mg/dl. She changed out her infusion set and reservoir because she was receiving no delivery alarms. She changed sets six times. Customer's blood glucose is 435 mg/dl. She treated with manual injections. The connection was verified. Insulin exited the tubing when manually pushed. Customer ran a five unit prime and the device did not alarm no delivery. Customer was unable to do further troubleshooting because she already changed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.